Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the atp board on the imaging system on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when performing a 2d image acquisition, the images were gray. The site then charged and restarted the imaging system. The next images acquired were normal. The reported issue occurred twice during the same procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: type of procedure, spinal fusion, now provided. The atp console board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Upon start up, generator ready and both 2d and 3d imaging are successful. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).